Event description:
It was reported that the device's co2 module will not calibrate. There was reportedly no patient involvement. The customer requested to return the device to the bench for evaluation and repair.